Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the upper 300 (mg/dl) range. Customer stated that insulin was leaking out of the luer lock and there was a 2 inch air gap in the tubing. Customer stated that they are in the process of changing out all supplies and delivered a bolus to stabilize blood glucose levels.